Event description:
It was reported that bd¿ eclipse had oil residue inside the syringe. There were 20 reported occurrences of the event but the date/time and or patient information is unknown.

Manufacturer narrative:
B.5. Describe event or problem: it was reported that bd¿ eclipse had oil residue inside the syringe. There were 20 reported occurrences of the event but the date/time and or patient information is unknown. H.6. Investigation summary: 5 representative samples in sealed package were returned for evaluation. 5 samples were subjected to visual inspection. No fm in fluid path was observed from the returned samples. Root cause could not be determined as samples passed visual inspection. During the review of DHR, there was no similar non-conformance found during out-going inspection. There was no abnormality on visual inspection during out-going inspection for fm in fluid path-syringe. As such, we are unable to determine the root cause.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ eclipse had oil residue inside the syringe.